Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "painful enlarged lymph nodes" and "rupture and leakage".

Event description:
Patient reported right side "painful enlarged lymph nodes" and "rupture and leakage." Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "painful enlarged lymph nodes", "rupture and leakage", "capsular contracture baker grade IV" and "rupture of the device diagnosed by an MRI". The device has been removed and the capsule was sent for pathological testing which did found no evidence of malignancy.

Event description:
Patient reported painful enlarged lymph nodes, capsular contracture baker grade IV and rupture of the device diagnosed by an MRI. The device has been removed and the capsule was sent for pathological testing which did found no evidence of malignancy. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , a.4 , b.5 , b.6 , d.4 , d.6a , d.6b , h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.